Event description:
Reference number (B)(4). Event occurred in the united arab emirates. The patient mother reported that the patient experienced high blood glucose while on insertion in abdomen which was on (B)(6) 2025. The patient mother also reported that the patient visited emergency room (ER) ang got hospitalized for less than 24 hours and patient's blood glucose levels while admitting the hospital was 289 mg/dl. The patient had symptoms such as feeling unwell and had ketone bodies which was 2.3 mmol/l and the reason for hospitalization was high blood glucose. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: e1: patient city: (B)(6). Patient country: united arab emirates. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6008384 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6008384 was manufactured according to the work instruction (B)(4) on 30/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 16/may/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage and lot 6008384 and no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.